Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Visual evaluation of the device pictures provided shows signs of use. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was discovered to have missing components. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: type of investigation - device not returned is n/a which was reported on initial report. Visual evaluation of the returned device shows signs of repeated use and disassembled from bottom. Additional information does not affect the root cause if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.